Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On same day as the onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with injection fortum (1 gram), injection reflin (1 gram) and injection heparin (1000 international units) for peritonitis. The cause of peritonitis was unknown. The patient was recovering from the peritonitis and the action taken was not reported. No additional information is available. This is 3 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.